Manufacturer narrative:
Evaluation on-gong.

Event description:
Country of complaint: (B)(6). It was reported that during surgery a clamp had to be replaced, and there was a 15 minute delay from surgery.

Manufacturer narrative:
Investigation: no product available. Batch history review: a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause: without further knowledge about the circumstances, we assume, that the root cause of the problem is most probable user related. Rational: in other cases like this, normally an application error was the root cause. Corrective action: according to sa-de13-m-4-2-01-000-0 there is no CAPA necessary